Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient undergoing an intrathecal baclofen (itb) trial. The patient was using an intrathecal catheter delivering baclofen (concentration unknown, at 700 mcg per day). The patient's medical history included cerebral palsy, and indications for use were unknown. On (B)(6) 2016, it was reported that the patient began a staged itb trial on (B)(6) 2016, where a spinal catheter segment was placed, tunneled around to the abdomen, and connected to a mediport. The trial eased the patient's daily care, but was not overwhelmingly successful. The patient received minimal therapeutic benefit from the itb trial despite numerous increases in dosing. On (B)(6) 2016, the decision was made to continue with pump implant. Initially, the mediport was to be disconnected, a new pump segment would be connected to the existing catheter, and a 40 cc pump would be connected to the new pump segment. Upon disconnection of the mediport, no cerebral spinal fluid (csf) flow was observed from the catheter despite multiple attempts with angiogram catheters. The back incision was then reopened, the spinal segment was cut just distal to the anchor, and no csf flow was observed. The entire spinal segment was then explanted and replaced with a new spinal catheter. Csf was able to be seen free flowing from the new catheter, so the spinal segment was tunneled to the abdomen, connected to the pump segment, and then connected to the pump. The patient's cerebral palsy caused her to thrash around often, and she had no control over most of her body movement. This condition was noted to have possibly led or contributed to the event. The issue was considered to be resolved following the catheter revision and new pump implant.

Manufacturer narrative:
Analysis of the catheter found acceptable testing. The catheter was incomplete and returned in segments. (B)(4) is being updated to (B)(4) for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.